Manufacturer narrative:
The reported event of the doctor unable to withdraw the plunger (introducer) to launch the device was confirmed. Analysis found the introducer of the insertion tool was stuck. Inspection of the tool found the introducer was incorrectly installed upside down in the insertion tool. The introducer was also stuck and could not perform its function to launch the device. Investigation by malaysia manufacturing found that the insertion tool was assembled correctly at the time of shipping from the facility. It was not determined when the tool was assembled incorrectly although this is consistent with a user related anomaly.

Event description:
It was reported that during an implantable cardiac monitor implant procedure the doctor struggled to withdraw the plunger to launch the device. In the process the device was dropped on the floor. The device was not used and a new implantable cardiac monitor was implanted. The patient was stable.